Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's daughter that the insulin pump alarmed unexpected restart after changing out the battery. The customer's blood glucose was 300mg/dl. Customer treated his blood glucose with a bolus using the pump. Checked pump history and found other alarms. Advised to monitor the pump and call back if issues recur.